Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include cause traced to component failure, expected or random component failure without any design or manufacturing issue due to degradation problem identified, problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the flex video scope exhibited the bending section cover adhesive was removed. There was no patient involvement.